Manufacturer narrative:
The device was returned to the MFR for eval. Observation of the returned device determined that it was fairly used and worn. Also, it was observed that the knob had sheared from the base metal, causing the clamp to be rendered unusable. The cause of the reported event was most likely related to wear and tear.

Event description:
It was reported that the i.v. Post clamp was broken. Add'l clinical follow up with the customer indicated that the device was not in use for patient care activities. There was an alternative product available and no harm was involved.